Event description:
A malfunction was reported with code malf 12, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue arose again.